Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
Dir 135092 received from tga in relation to ethicon - prosthesis, incontinence product details provided: tvto - prosthesis, incontinence clinical event information: 17/11/2005 - tvto, ant and post vaginal repair, cystoscopy - {name redacted} disclaimer: no further information available as reporter details have not been disclosed (confidential)."